Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted in the patient for the treatment of a 44mm thoracic aortic aneurysm. However, it was reported that the next day, the patient complained of back pain. CT scan confirmed that the stent edge in the back was in contact with the space between the calcified site. The entry was confirmed. A type a retrograde dissection was diagnosed and an emergency thoracotomy was performed. Total arch replacement was performed the same day. However, it was reported that post procedure, back pain was still present. Per the physician, as the stent edge in the back was in contact with the space between the calcified site, force might have focused on the space. It was reported that as per the physician, the issue was probabilistic event rather than due to the device/tevar. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Films review summary: one (1) 3d-CT reconstruction image post-implant ((B)(6) 2017 study date) was returned. A single valiant stent graft was seen implanted from just caudal to the lsa, extending across the arch and into the descending thoracic aorta. The stent graft was gradually curved ~90 deg from proximal ¿ distal end. No stent graft kinks or compression was observed, and the stent graft was patent. From the posterior view seen in the film, the ascending thoracic was acutely angulated ~90 deg inferiorly beginning just proximal to the stent graft bare spring. A dissection entry tear was noted on the film near a heavily calcified area along the inner curvature of the bare spring, and the calcification extended down to the level of the brachiocephalic. The reported retrograde type a dissection could not be confirmed or ruled out from this limited posterior view. No other stent graft issues were seen. The cause of the retrograde type a dissection could not be determined from this single returned post-implant image. Pre-implant films were not available. It is possible that this was due to a pre-existing condition. Implanting the stent graft with the bare spring near the location of a diseased, heavily calcified, and acutely angulated thoracic may have contributed to the rtad. If information is provided in the future, a supplemental report will be issued.